Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/27/2017 with the following findings: the battery compartment was cracked from the threads down to the case seal on the side. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 02/27/2017.